Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and on (B)(6) 2021. The customer¿s blood glucose level was 15000 mg/dl at time of incident. It was unknown that auto mode feature was active or not at the time of event. The customer was treated with insulin drip. The device will not be returned for analysis.